Event description:
An angio-seal was selected for use following a percutaneous coronary intervention (pci). The physician did not feel resistance during deployment and the tamper tube advanced well beyond the black heat shrink. Hemostasis was not achieved with the device, it was achieved with manual compression. On the following day, the pt experienced pain in the back of his thigh and calf, and the leg became cold. Surgical removal of the device and artery repair was performed. The pt was listed as stable post surgery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment option include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.